Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 553mg/dl by the time the paramedics were called. The customer was treated with an insulin drip and other medication for vomiting and nausea. The caller stated that the customer was vomiting for twenty four hours, and also he was sleeping on and off during the time the insulin pump was removed and treated with manual injections. The caller stated that the customer was not wearing the insulin pump prior his admission. The mother mentioned that the customer has been in a friend's house and probably he did not get much sleep, which may have caused the blood glucose to rise. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. No further information was provided.